Manufacturer narrative:
Additional information: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps of four (4) amia automated pd cycler sets had "fallen off" within the secondary packaging. This occurred before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.